Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)'), abdominal pain ('abdominal pain'), dysmenorrhoea ('dysmenorrhea (cramping)'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and pelvic pain ('physical pain/pelvic') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury") and vaginal infection ("bladder/urinary problems: vaginal infections"). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia and vaginal infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, pelvic pain, psychological trauma and vaginal infection to be related to essure (ess205). The reporter commented: patient received treatment for- pain, bleeding and bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: case became incident. Event was added- abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), psych injury and bladder/urinary problems: vaginal infections. Event outcome was added- pain, bleeding and bladder/urinary was resolved. Patient demographic details, reporter information and product information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included leg pain, mononucleosis and stress incontinence. Concurrent conditions included deep venous thrombosis nos, metrorrhagia, obesity, endometriosis and vaginal itching. Concomitant products included ibuprofen since 2003, levofloxacin (lovenox) from (B)(6)2016 to (B)(6)2017, medroxyprogesterone acetate (depo provera) since 2003 to (B)(6)2004, paracetamol (acetaminophen) since (B)(6)2006, transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) since 2003, vitamin b12 nos since 2005 and warfarin sodium (coumadin) from (B)(6)2016 to (B)(6)2017. On (B)(6)2003, the patient had essure (ess205) inserted. In (B)(6)2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("bladder/urinary problems: vaginal infections"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia and vaginal infection had resolved and the genital haemorrhage, psychological trauma, fatigue, depression, anxiety and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: patient received treatment for- pain, bleeding and bladder/urinary problem discrepancy noted in insertion dates: (B)(6)2003, (B)(6)2006 discrepancy noted: hysterosalpingogram results was previously captured and per pfs, no essure confirmation test was conducted. Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - on (B)(6)2013: final surgical pathology report uterine cervix, colposcopic biopsy: mild condylomatous atypia suggestive of hpv effect in fragmented transformation zone tissue. Cytology - on (B)(6)2013: final cytology report exfoliative cytology cervix epithelial cell abnormality atypical squamous cells of undetermined significance (asc-us) comment atypia persists; on (B)(6)2014: final cytology report exfoliative cytology cervix epithelial cell abnormality low-grade squamous intraepithelial lesion (lsil). Hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.. Pathology test - on (B)(6)2016: diagnosis uterus, cervix. And bilateral fallopian tubes: fallopian tubes with benign paratubal cysts. Coils present within bilateral fallopian tubes. Ultrasound doppler - on (B)(6)2003: impression. Extensive deep venous thrombosis along the left lower extremity. 2. Deep venous system on the right appears within satisfactory limits. Ultrasound scan vagina - on (B)(6)2016: adenomyosis of uterus. Essures in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs and mr received: new events - abnormal bleeding (general), fatigue, psychological or psychiatric problems condition: depression and mental anguish were added. Reporter's information, patient demography, medical history, concomitant drugs, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.